Manufacturer narrative:
Tandem¿s t:slim x2 g6 user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the control iq software did not function as intended. Reportedly, the control iq software did not deliver a bolus as intended to address a blood glucose level. Customer's blood glucose was 208 mg/dl. Customer declined further troubleshooting with tandem technical support and declined to provide further information.